Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be determined. Based on the investigation, it is likely the following led to the malfunction: damage to the ccd unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image due to a damaged charge-coupled device unit. There was no patient involvement.